Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the crosser catheter was returned inserted through a sidekick support catheter. The distal tip of the sidekick support catheter was buckled in appearance, likely indicating retraction issues. The distal tip of the crosser catheter was protruding out the distal end of the sidekick catheter. No other visual anomalies were noted to the support catheter. The exposed portion of the crosser catheter was examined. The core wire was protruding from the proximal end of the knob assembly for approximately 1.6cm and the core wire was bent. As a result of the core wire being pulled distally, the crosser catheter was bunched just distal to the strain relief. The condition of the returned sample was most likely caused by the user not properly disconnecting the crosser from the transducer functional/performance evaluation: an attempt was then made to remove the catheter from the sheath. The crosser catheter was unable to be retracted from the sidekick support catheter. The crosser catheter was able to be advanced through the distal end of the sidekick catheter without issue. The crosser catheter was examined. Once fully advanced. The device was bloody. The tip was examined under magnification. The outer catheter and guidewire lumen were completely separated from the distal metal tip. As a result of the material separation, the marker band was not aligned with the rest of the catheter. The core wire was intact. The edges of the separated outer catheter were jagged, possibly indicating that the catheter was subjected to excessive force. No other anomalies were noted. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the complaint investigation is confirmed for a retraction problem and material separation, as the crosser catheter was unable to be retracted through the sidekick support catheter and the crosser catheter was separated from its distal tip. Per the reported event details, the distal tip of the crosser catheter appeared to bend when advancing to the lesion. The condition of the returned sample indicates that the crosser outer catheter separated from the distal tip. The reported retraction issues were likely caused by the separated distal tip of the crosser getting caught on the distal end of the sheath during retraction, as damage was observed to the distal end of the support catheter. However, the root cause for the crosser distal tip separating from the outer catheter is unknown. Labeling review: the current crosser recanalization catheter instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal of the device during treatment of the left sfa, the tip of the device appeared to be bent. The device and the support catheter were removed over the guide wire without any issue. Another device was used to complete the procedure. There was no report of patient injury.